Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the plastic was chipped away around the reservoir port and battery compartment. The blood glucose was unknown at the time of the incident. A little piece of chunk coming out of the reservoir compartment and from the battery compartment. The reservoir locks in place but when unlocking it pieces of plastic fly out. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin device will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No chip on reservoir tube lip noted. The test reservoir was lock or click in place.